Event description:
Eight years postoperatively, the patient experienced congestive heart failure due to aortic insufficiency and coronary artery disease. At explant, the valve was "heavily" calcified and the aortic root was dilated. The valve was replaced with a root-25-ide. The pathology report stated the valve had "significant" tissue degenerative changes, cusp calcification and cusp tears and perforation, and moderate pannus on the outflow surface. It was reported the surgeon did not have any concerns regarding the valve's performance.